Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not hear the site reminder alert over the past week. There was no impact to the customer's blood glucose level. Tandem's technical support assisted the customer in adjusting the reminder volume from low to high.